Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was unexpectedly shutting down while still plugged into the wall. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.